Event description:
The customer reported that the insulin pump alarmed motor error during basal, and it happened three weeks ago. The blood glucose reading was 102mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that the insulin pump alarmed low reservoir and then motor error. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. The motor passed the motor test. The device had scratched screen, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.